Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Manufacturer narrative:
Based on parameters obtained for models 3604,3608, 3609, 3643, 3644, 3660, 3661, 3662, 3663, 3664, 3688, 3670, 6608 6644, 6660, 6661, 6662, 6663. And mn10200, the device meets or exceeds 75% expected longevity. There is no device malfunction. As such this event is no longer reportable.

Event description:
Additional information ipg meets or exceeds expected longevity.